Event description:
Revision surgery - due to the patient experiencing hip pain.

Manufacturer narrative:
Patient kept parts.

Manufacturer narrative:
The reason for this revision surgery was to remedy a patients hip pain after 9.5 years of use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated a significant adverse event occurred. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. (B)(4), a review of the product complaint report history showed this is the first complaint against this lot number. No definitive information was provided to describe the nature or root cause of the pain. The event is deemed to be non-product related and the result of an unspecified patient pain. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.